Event description:
The patient reported that when they used the new power cord, the green indicator light was lit, but when the start button on the previously working remote monitor was pressed, it failed to initiate a transmission. Troubleshooting steps were taken, to no avail. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor was unable to power up and it also failed functional power testing.

Event description:
The patient reported that when they used the new power cord, the green indicator light was lit, but when the start button on the previously working remote monitor was pressed, it failed to initiate a transmission. Troubleshooting steps were taken, to no avail. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event. It was further reported that the remote monitor was returned.